Manufacturer narrative:
Submit date: (B)(6) 2014. An investigation is currently underway, upon completion the results will be forwarded. Importer report# (B)(4).

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a syringe. The customer reports joint injections were being done under sedation in rheumatology. There was one piston syringe that would not push which made the md spend a much longer time on the joint than necessary. This created approx an extra 10 minutes of time under sedation, requiring the pt to have an add'l sedation for the other joints.